Event description:
It was reported that the customer had a motor error alarm while changing infusion set on the insulin pump. The customer's blood glucose level was 90 mg/gl. The customer was asked if she recalls any significant events leading to motor error alarm and said no. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue to use the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarms were noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.